Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was returned fractured. No adverse event have been reported surrounding this event. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. Visual description for this medwatch's lot-[(B)(4), lot#62233924] was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off, fragment not returned. The post is fractured but still intact. DHR was reviewed and no discrepancies were found. Root cause for the tasp fractures is bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.